Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not received effective coverage of his pain areas since implant. Reprogramming was unsuccessful. X-rays revealed the lead had migrated. Follow up identified during surgical intervention, there was blood/ fluid noted in the right tail of the lead body indicating the presence of a break in the lead body. Subsequently, the lead was explanted and replaced. It was not certain if the break occurred during or post-implant.